Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the colonovideoscope was not coming up on the screen. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: e3. The device was not returned to olympus for inspection, but the reported failure was confirmed by the third party. In addition, the following reportable malfunctions were identified during the device evaluation: error code b30 was displayed. A root cause could not be identified. Based on the investigation results, the most probable cause was likely due to a damage to the charge coupled device unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.